Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insert battery alert. The customer¿s blood glucose level was unknown. Customer was unable to clear alarm and tried multiple batteries. Customer stated that contacts was not missing, damaged, or corroded. Customer did received a battery failed alarm. Troubleshooting was performed for insert battery alarm and failed battery alarm. Customer was advised to monitor the insulin pump and to revert to back up plan. The insulin pump will not be returned for analysis.